Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for service and evaluated by the product analysis lab. External inspection was performed and passed. The device was determined to meet electrical performance specification requirements per rite testing but failed the rite functional test specification due to contamination found on the digital pcb assembly. Therefore, it was undetermined if the device met specifications for (iipv) found in the event logs. Review of the device logs confirmed the iipv. The cause of the increased intra-peritoneal volume (iipv) identified in the device log was determined to be: insufficient drain, multiple cycles advanced to fill when slow/no flow. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The device was subsequently forwarded to service. Additional investigation is in progress through CAPA (B)(4).

Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in process. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Event description:
During initial assessment of a returned homechoice machine, a baxter technician found an increased intra-peritoneal volume (iipv) that was identified in patient therapy log during cycle 4. The ultrafiltration volume was 1738ml, meaning the patient drained 1738ml more than the fill volume of 2000ml. There was patient involvement, but no patient injury or medical intervention indicated. This event meets overfill criteria.